Event description:
It was reported that there were telemetry issues. An overdischarge was suspected. The patient had last recharged about two months ago. They were unable to interrogate the device with the physician programmer and the recharger. The patient programmer showed poor communication. A physician mode recharge was attempted twice in the physician's office and did not work. The physician decided to replace the device. The explant had not been performed as of the date of this report. No patient outcome was available.